Event description:
It was reported that prior to a gastric bypass, the hand activation feature did not work. A second disposable was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.